Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown foreign matter was found in the bd¿ bulk sterile convenience pak tip cap syringes sterile packaging. The following information was provided by the initial reporter: "the customer complained that brownish spots were found in the product of the sterile pack."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 27-may-2022. H.6. Investigation: fifty sample and two photos were provided to our quality team for investigation. Through visual inspection, it is observed that one sample with three brownish-black areas which is identified as embedded foreign matter. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that brown foreign matter was found in the bd¿ bulk sterile convenience pak tip cap syringes sterile packaging. The following information was provided by the initial reporter: "the customer complained that brownish spots were found in the product of the sterile pack.".